Event description:
It was reported via literature review that a patient underwent a procedure in 2005 to treat recurrent stress urinary incontinence and an obturator sling was implanted. Approximately 12 hours after the procedure, the patient started to complain of pain in the left lower abdominal region near the incision site. Despite the application of pain-killers, the patient complained of increasing pain and a visible hematoma and bleeding started from the incision. Ultrasound revealed a hypo echogenic mass of 8 cm in diameter in the space of retzius. Vaginal packing was reinserted, but there was an increase in the hematoma size to 12 cm. Surgical revision of the space of retzius was indicated. The space of retzius was filled with approximately 1 l of blood clots. Bleeding was localized from the vessel beyond the mesh on the posterior part of the pubic bone and was treated with bipolar coagulation. The mesh was left in place. Some minor bleeding persisted, and afterward the bone was covered with absorbable hemostat. After surgery, the hemoglobin level dropped to 64 g/l from a pre-operative 130 g/l, and the patient was given a blood transfusion. The further postoperative course was uneventful and the patient was discharged on the 5th day with a hemoglobin level of 99 g/l. Additional information has been requested.

Manufacturer narrative:
(B)(4) - blood transfusion; bleeding. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.